Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastrectomy, it was found that the tip of the device was cracked when the snake retractor was removed from the trocar. The octopus was used to fix the snake retractor. No pieces were left inside the patient. The device was used on the skin. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/5/2021. D4: batch # 127a17. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the b5lt device was returned without the original packaging. Upon evaluation of the device, the sleeve was observed broken. It is possible that the damage to the broken sleeve was due to improper handling of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what may have caused the event reported. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformances / manufacturing irregularities were identified.